Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was over 600 mg/dl. Customer reported that issues with 3 sets, first had a stroke and the second removed when customer was in intensive care unit for diabetic ketoacidosis and the third one got pulled out. Customer was treated with insulin pump, manual injection and intravenous insulin drip. Customer was using auto mode. The insulin pump will not be returned for analysis.